Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event with the infusion set on (B)(6) 2024. Symptoms were noticed within three hours of inserting the infusion set. The site of insertion was abdomen. Blood glucose levels at the time of event was reported to be high which lead to a visit to teh emergency room. The patient had to visit the ER. Patient was treated with a correction injection. Moderate ketones were present. Patient alos replaced the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.